Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the saved images were mixed up and intermittently, the system would not save images. There is no report of pt injury.